Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] , chronic fatigue [chronic fatigue] , migraines [migraine] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced fatigue ("chronic fatigue"), migraine ("migraines") and depression ("depression"). Essure was removed on (B)(6) 2023. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for fatigue, migraine and depression were unknown. No causality assessment was received for essure with regard to migraine, fatigue, depression or medical device removal. The reporter commented: period of onset after the implant was fitted in 2014. Patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , chronic fatigue [chronic fatigue] , migraines [migraine] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-dec-2025. The most recent information was received on 24-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. After the implant was fitted in 2014, she experienced fatigue ("chronic fatigue"), migraine ("migraines") and depression ("depression"). At the time of the report, the outcomes for fatigue, migraine and depression were unknown. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). No causality assessment was received for essure with regard to migraine, fatigue, depression or medical device removal. The reporter commented: period of onset after the implant was fitted in 2014. Patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-dec-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.